Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a broken wire in the camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: internal charge coupled device failed. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section in the instruction manual "storage": ·when wiping the outer surface of the camera cable, do not wipe it with a cloth. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide additional information received from the customer and the legal manufacturer¿s final investigation.

Event description:
It was reported the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.